Manufacturer narrative:
Info was received from a distribution who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
It was reported in the attorney letter that a previous reported event of pain on (B)(6) 2011 indicated a dislocation/malposition of the hip, as witnessed in the x-rays. It could not be confirmed if the previous events of potential pseudotumor and metallosis, previous dislocation/malposition, caused or contributed to the event of recurrent dislocation. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes and x-rays were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No device or photos were received; therefore the condition of the component is unknown. The part and lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. The reported warsaw design controlled device is used for treatment.

Event description:
It is reported that the pt was revised due to dislocation.